Manufacturer narrative:
Examination of the returned product confirms that one of the handle attachment bosses has broken off. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: unavailable. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Sigma 4n1 block broken tab when removed with slap-hammer.